Manufacturer narrative:
Updated fields: b4, e2, e3,g3, g6, h2, h6-(type of investigation), h11. Corrected fields: d9. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record # (B)(4).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Complaint record ID # (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) was not gone through the sheath. A new iab was taken out and inserted again, and it was inserted without any problems and treatment could be started. There was no patient harm or injury reported.